Event description:
It was reported that two marker bands detached from the introducer catheter were embedded in the patient's groin. Reportedly, the physician used a micropuncture set to nick the skin and then inserted the introducer catheter. During insertion, the physician met resistance as there was significant scar tissue at the access site. However, the introducer catheter was successfully advanced and the filter was deployed without difficulty. Upon removal of the introducer, it was identified that the marker bands had detached and were found embedded in the patient's groin. A cut down was performed and the marker bands were successfully removed. The patient was reported to be doing well.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. The filter remains implanted and the delivery system as well as the detached marker bands were discarded by the user facility; therefore, a sample evaluation could not be performed. Case images were not provided for evaluation. Based on the information available, the result of the investigation is inconclusive. It should be noted that the information reported indicates that during insertion, the physician encountered some resistance as there was significant scar tissue at the access site (previous hernia surgery). Although, the root cause for this event is unk, it is likely that patient factors (ie. Significant scar tissue) contributed to the marker band detachment from the introducer sheath. The current IFU (instructions for use) states: precautions: the introducer catheter has radiopaque markers to assist in visualization and predeployment filter positioning. The radiopaque markers on the introducer catheter provide a "target" location between which the filter should be positioned just prior to unsheathing and deployment. Remove the venipuncture needle over the j-tipped guidewire. Advance the 7 french introducer catheter together with its tapered dilator over the guidewire and into the distal vena cava or the iliac vein.